Event description:
It was reported that the patient was believed to have had a suction event that led to complete left ventricle collapse. The bedside nurse was convinced that it was a device issue, so they changed the patient's controller. A log file review was requested. Technical services reviewed the log file and observed low flow alarms with high pulsatility index (pi) values on (B)(6) 2021 just before the controller exchange. Per the vad coordinator, the cause of the low flow alarms was attributed to hypervolemia. The alarms resolved with fluid resuscitation. The device was operating as expected at the time of the event. Additionally, it was reported that the patient passed away due to multi-system organ failure. It was reported that the death was related to other factors in the patient's condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files submitted by the account confirmed low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension and outcome could not conclusively be established through this evaluation. The retrieved system controller event log file contained data from (B)(6) 2021, through (B)(6) 2021, when the driveline was disconnected for a controller exchange. The file captured intermittent low flow alarms on (B)(6) 2021, (B)(6) 2021 and on (B)(6) 2021. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. The pump operated as intended at the set speed. The account communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. The IFU lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.